Event description:
The customer reported obtaining the sample probe clogging detect alarms on their dxc 700 au clinical chemistry analyzer. As a result, one patient had low results with ¿pl, #¿ flags on ion selective electrode with sodium (na), potassium (k) and chloride (cl) along with glucose (glu) and calcium (calc). The low results were not reported out of the laboratory. The sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Only provided the results for this patient.

Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple hardware parts that included the 3-way solenoid valve, the reagent syringe, the sample syringe, and the degasser to resolve the issue. The customer performed quality control and passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).